Event description:
It was reported that the stopcock malfunctioned while in use and the connector blew off during the procedure. The pressure was reported to be less than 800psi. There was a short delay while clinical staff replaced with other units of a different deroyal batch. No patient impact.

Manufacturer narrative:
The device was not able to be returned, but a picture was provided. No conclusions were able to be reached from review of the picture. An inventory check of the lot in question was performed and no issues were identified. A review of the dhf was performed, and the production records for the associated lot had no issues such as rotator detachment during inspection. A total of (B)(4) cases of this product have been sold since (B)(6) 2019. There have been no complaints of any kind previously reported for this part number, so no trends were identified. As the unit was not able to be returned for evaluation, a root cause of the malfunction was not able to be determined. This failure mode will continue to be monitored.